Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing. A technical support specialist (tss) checked the zebra printer queue and confirmed there were no stuck print jobs. The spooler was restarted, and a print test page was attempted, but an error occurred. Further inspection revealed that two zebra printers were configured on the station. Both printers were removed and reinstalled, and the spooler was restarted after the reinstallation. Another print test page was performed, but the error persisted. Since remote troubleshooting did not resolve the issue, the field service engineer (fse) arrived at the station, logged into cfnadmin, and navigated to the printer settings. The configuration was checked and reconfigured, but the printer still did not function. After several attempts, the printer driver was deleted, but the driver could not be downloaded. The printer was then swapped, after which the driver successfully downloaded. The printer was reconfigured following the swap. Finally, the fse logged into cfnadmin again and adjusted the system time to match the correct time zone. The system functioned as intended after technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not functioning when attempting to print insulin labels. Remote troubleshooting was performed, including printer reinstallation; however, the issue could not be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.